Event description:
Deep vein thrombus formation. Clot noted on ultrasound. Started on coumadin day after noting clot. Warm soaks, elevation. Reported to bard. Lot number given for investigation. Rptr can't tell if gloves or catheter or other factor(s) to blame. This occurred in 5/13 of last PICC line insertions. Two lot numbers. Rptr states this seems like a high percentage. Rptr asks if anyone else is seeing this problem.